Event description:
It was reported that the pt died. No cause of death or relationship of the pt's death to the stimulation therapy was reported. Add'l info has been requested, but was not available as of the date of this report. Reference MFR report#3004209178200909712.